Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or cont death or serious injury, nor is there a likely potential for death or serious injury associated with additional investigational information. The disposable set with a donation bag, a red blood cell storage bag, a leukoreduction filter,and a plasma bag was returned for evaluation. Fluids were removed from the plasma bag and centrifugation was performed at 3000xg at 4 degree c for 10 minutes. The concentration of the free hemoglobin in the post-filtration plasma supernatant was 39.12mg/dl. Visual inspection showed blood remained in the donation bag and tubing. The filter was rinsed with normal saline and slow rate of flow (5ml/min) was observed. Aggregates were also observed in the first through third filter membranes from the inflow side of the filter. No assembly anomalies were found. The manufacturing records, testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. No similar reports have been received, regarding this production lot number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:-characteristics of blood-bacterial contamination-excessively cooling-filter occlusion

Event description:
(B)(6).

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a unit of red-tinged plasma derived from whole blood they suspect is hemolyzed. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event.